Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2020-may-18 the patient presented to clinic. The patient's father reported increased tone and irritability about 1 month prior to clinic visit. A modified ashworth scale tone assessment and examination revealed increased tone in lower extremities. A bedside catheter access port (cap) contrast study without dye was done in clinic and they were unable to withdraw from catheter access port (cap). The catheter was explanted/replaced on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was catheter occlusion. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 03-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen lot number 2 163-138, 2000 mcg/ml at 100 mcg/day via an implantable pump. The patient¿s medical history included nkda (no known drug allergies) cerebral palsy, seizures, development delay and a g-tube (gastric tube). On (B)(6) 2020 it was reported that the patient¿s father noticed the patient was more irritable and more stiff. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a catheter dye study was performed on (B)(6) 2020 and they were unable to withdraw any medication. The actions and interventions taken to resolve the issue was after being unable to withdraw during the catheter dye study the catheter revision was scheduled and completed today (B)(6) 2020. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient¿s status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.

Manufacturer narrative:
H3: the catheter was returned, and analysis found damage to the transition tube. H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.